Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A corrective measure related to this condition has been implemented by standardizing the solvent application tool to reduce/remove risks of uneven solvent application. In addition, the operators involved in the assembly process were certified on solvent dispenser use and new air blower equipment will be installed on the solvent dispenser to further eliminate the possibility of excess solvent application. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a syringe adapter set that was blocked. The condition was identified during priming of the set before patient use. No additional information is available.